Manufacturer narrative:
D6b.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported events of post-op dislodgement, muscle stimulation and inadequate capture were not confirmed. Visual inspection noted the outer helix was stretched out of specification and the inner helix was deformed. The helix elongation and deformation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
It was reported post implant of an atrial leadless pacemaker (alp) that there was high capture thresholds. This was expected to normalize the following day, however, it was noted the alp dislodged and embolized to the patient's lower right pelvic area a few hours post implant. The dislodgement of the alp was confirmed via a chest x-ray (cxr). This led to muscle stimulation of the patient's leg causing discomfort. The alp was initially deactivated, then an unsuccessful retrieval attempt was made a few days later. The device has now embolized to the patient's pulmonary system. The device was successfully retrieved several days later. The patient was stable throughout each procedure.

Manufacturer narrative:
D6b.